Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual inspection showed the pump was in good condition. As a result of checking the log, it could not confirm that there was record of the related customer reported issue. However, it confirmed that lec 1280 was displayed during the self-check. The reported issue was not reproducible, and the cause could not be determined. The mainboard was preventatively replaced. Device passed all functional tests.

Event description:
It was reported that the product has error code 1280. Per reporter, the event occurred before patient use, during testing. There was no patient involvement, and no patient harm reported.